Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy of 5% dextrose in water. A 100 ml bag was programmed to infuse fully (rate unknown). When the pump alarmed infusion complete there was still half the solution left in the bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.